Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part (battery) being on back order. The record will be reopened when new information is received.

Manufacturer narrative:
The authorized service provider (asp) confirmed the occurrence of "check vent: battery failed" (1124) and its history in the event log. The lithium-ion battery was replaced, then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. There were no other abnormalities found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that when performing an operational check of the device which has been kept for maintenance at the service engineer's office, a "check vent: battery failed" alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.